Event description:
It was reported via trial that during the right internal carotid artery stenting procedure, during advancement the recovery catheter was catching on the strut of the deployed acculink stent. The recovery catheter could not pass through the stent because of the stent strut angle and the wire bias against it, despite neck massage and manipulation. The recovery catheter was removed and another recovery catheter was used to remove the filter. There was no adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). This complaint was not confirmed. Since the lot number is unknown, a batch review was not performed. The root cause could not be determined. Baxter has received similar reports and will continue to monitor these reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) regarding peritonitis in a (B)(6) male homechoice peritoneal dialysis (pd) patient. On an unreported date in 2010, the patient experienced a break in aseptic technique. Reported as the patient did not wear a mask and the area was not clean before starting pd. On (B)(6) 2010, the patient developed peritonitis. On (B)(6) 2010, prior to the start of antibiotic therapy, the patient's peritoneal effluent was analyzed but the results were not reported. On (B)(6) 2010, the patient began treatment with amikacin and reflin daily intraperitoneally. It was unknown whether the peritonitis resolved. The patient had a medical history of end stage renal disease (esrd). The reporter believed the peritonitis was not related to pd therapy. The reporter did not provide an opinion of causality for the break in aseptic technique.